Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ¿ventilator inoperative¿ alarm occurred, and the device was returned to a third-party service center for repair. No repairs were performed, and the device was scrapped per the customer's request. There was no information provided indicating the issue was confirmed or duplicated. Corrected information provided by the third-party service center states a ventilator inoperative alarm condition indicating a machine flow drift was observed. The device's system board was replaced to address the issue. The device failed a pilot pressure test step during testing and the three-way solenoid valve was replaced to address the issue. The device was retested and failed a pressure sensor communication test step. It was found that the system board failed, and a second system board was replaced to address the issue. The device then passed testing. The initial system board will be labeled as an out of box failure.

Manufacturer narrative:
The manufacturer previously reported a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The device was returned to a third-party service center for repair. No repairs were performed, the device was scrapped per the customer's request. There was no information provided indicating the issue was confirmed or duplicated.